Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the adhesive around the objective lens is peeled. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b1 and d4 additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the adhesive at the objective lens was peeled off due to stress of repeated use, external factors, or handling of the device. However, a root cause could not be identified. The following is included in the instructions for use (IFU): instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope olympus will continue to monitor field performance for this device.